Manufacturer narrative:
The device was discarded. The reported complaint cannot be confirmed without the returned sample.

Event description:
The event involved a primary plumset where the line b clave port was noted to be depressed and a leak of gemcitabine was noted. The leak occurred from the clave when the pump door was opened when attempting to change the primary line after completing one medication and removing the secondary line for the next medication. The patient was on a carboplatin/gemcitabine regimen. There was no adverse event and no delay in therapy.